Event description:
This rv lead was implanted on (B)(6) 2003 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stating that impedances increasing. Patient had follow up and when performing thresholds there was no capture at 5v. No pacing inhibition > 2 second. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).